Event description:
Information was received that while a smiths medical tracheostomy tube was in use, the customer reported that the device was not allowing for inflation or deflation of the cuff. As a result, the tube was changed out. No patient injury occurred.

Manufacturer narrative:
One bivona® adult tts¿ tracheostomy tube was returned for analysis in used condition. No damage was detected during visual inspection. When inflating the unit with air, it was seen that the pilot balloon inflated but all the air was stuck in it. The balloon was then manipulated, and the cuff inflated. Following inflating the cuff, it was deflated and inflated four times; no problems were observed. Leak testing was performed by inflating the cuff for 10 seconds and then submerged under water; no discrepancies found. The manufacturing process and assembly process were both reviewed; all deemed adequate. Verification of 32 units was performed; no discrepancies found. Based on the evidence, there was no fault found as the complaint was not confirmed.